Event description:
It was reported that tandem mobi pump issued cartridge alarm after exposure to external magnet from phone. There was no adverse impact to the customer's blood glucose level. Technical support confirmed alarm type, educated caller about avoiding magnetic exposure, and instructed removal of cartridge and delivery of 9-unit bolus, which completed successfully, after which caller reloaded same cartridge, resumed insulin therapy, and issue was resolved.